Manufacturer narrative:
.

Event description:
It was reported through clinic notes that the patient had recently experienced an increase in seizure severity. However, it was also noted in clinic notes that the vns helped significantly and the patient's seizures decreased. It was noted the patient was referred for generator replacement due to eos = yes (end of service) condition. It was later determined prior to surgery the vns generator was actually at the ifi = yes (intensified follow up indicator) condition. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received by the manufacturer for analysis. During product analysis, the device output signal was monitored for more than 24- hours while being placed in a simulated body temperature environment. The results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level or output current for the entire monitoring period. A comprehensive automated electrical evaluation showed the generator performed according to functional specifications. The reported end-or-service condition was not confirmed in the pa lab. The battery showed 2.802 volts remaining and an ifi = no condition; however, the voltage indicated the battery was extremely close to the ifi = yes condition. Review of the generator's internal data also showed 91.393% of the battery had been consumed. A battery life calculation was performed and resulted in 0.7 years remaining before the near-end-of-service (neos) flag would be set to a neos = yes condition. An incomplete programming/diagnostic history indicates the estimation does not use all of the data required to make an accurate estimation. There were no performance or any other type of adverse conditions found with the generator. Attempts for additional relevant information have been unsuccessful to date.